Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found abrasion on the outer insulation and proximal cable insulation at 11.5cm from connector pin. Both proximal cable insulation and wires were melted at the same location. Further analysis found abrasion inside-out on the lead outer insulation at 8cm and 10cm from helix end.